Event description:
The device reportedly continuously prompted connect electrodes and an analysis of patient ECG could not be performed as a result. CPR was administered to the patient. The patient was resuscitated.